Event description:
The complainant had an automated impella controller (aic) with a battery failure. The aic was removed and replaced by a backup per instructions for use recommendations. There was no lasting harm or injury and no patient use at the time.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.